Manufacturer narrative:
Additional quality control testing of reserve samples confirmed that the product met acceptance criteria.

Manufacturer narrative:
Additional quality control testing of reserve samples is pending.

Event description:
The customer reported that they had a patient that was presented with pain, redness, and swelling in the area after surgery. Revision included re-entering the surgical site, removing the infected tissue, bone, and bioceramic putty, thoroughly cleaning the area with chlorhexidine gluconate. Placing new bioceramic putty in the tooth access, placing new bone, and closing the site with suture. Patients were placed on an antibiotic and chlorhexidine gluconate regimen 2 days prior to treatment and 5 days following treatment.